Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Estimated date: the additional two proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported this was a venotomy closure of three puncture sites at the right common femoral vein using the pre-close technique via 7f sheath holes prior to an ablation procedure. The suture of one proglide device was successfully placed at each of the three puncture sites. The sheaths were upsized to 10f at one puncture site and 8.5f at the two other puncture sites. The ablation procedure was completed. Reportedly post procedure, echo was used to confirm the puncture site. The posterior vessel wall seemed to be sutured with one of the three sutures. An occlusion was not confirmed/suspected. It was not possible to confirm which of the three sutures stitched the posterior vessel wall; therefore, the three sutures were cut and manual compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.